Manufacturer narrative:
E. Initial reporter. Event site name: (B)(6).

Event description:
It was reported by the customer that before use, during routine set-up, the cs300 intra-aortic balloon pump (iabp) malfunctioned, auto-fill error appeared. Autofill stopped working when setting up. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that confirmed error in logs, during preliminary checks and tests, found autofill ¿shuttle pressure¿ test results out of specifications. As per service manual, adjusted autofill ¿shuttle pressure¿. The fse left unit in testing and then performed all pressure and vacuum tests. Product passed all functional and safety tests per manufacturer specifications. Unit cleared for use.